Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. During retraction of the protective sheath, the balloon catheter was inadvertently withdrawn and the stent dislodged from the balloon catheter.